Event description:
It was reported that the device was in hardware vvi reset mode. The device was unrecoverable and was explanted and replaced.

Manufacturer narrative:
The reported reset was confirmed in the laboratory. Review of the memory map found that the device entered hardware vvi mode due to a power-on-reset (por). Testing on the bench could not reproduce the reset condition. The cause of the por remains undetermined. The device's functionality was tested; no anomalies were detected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient was revised to address fracture of the poly.